Event description:
It was reported that the caller received a blood glucose result of 186 mg/dl at 7:00 pm on his aviva system. The patient took his normal 20 units of insulin and went to dinner. At 9:30 pm the caller received a result of 387 mg/dl, re-tested and received a 389 mg/dl, and at 9:44 pm received a result of 368 mg/dl. Based on the elevated results the patient took an additional 12 units of unknown insulin while at the restaurant. At 9:45 pm the patient began to experience hypoglycemic symptoms of feeling lightheaded, dizzy, no energy to move, and disoriented. The customer's wife immediately called the emt's. The emt's arrived at the restaurant 10:00 pm and received a blood glucose result of 60 mg/dl on their professional meter. The type of treatment given by the emt"s was not provided. They transported the patient to the hospital. The patient arrived at the hospital at 10:10 pm. The hospital treated the patient with orange juice and an IV. The contents of the IV was unknown. The patient was discharged from the emergency room at 1:00 am.